Manufacturer narrative:
During the coil embolization procedure resistance was encountered when the enterprise vrd was advanced into the prowler select plus microcatheter. The stent never made it past the hub of the mc. After rechecking, it was verified that the introducer was "hubbed out"; however, the same resistance was encountered with re-attempt to advance. The system was removed without issue and it was noted that the stent was damaged in the rhv. The damage on the enterprise stent consisted of introducer bent and the stent was damaged. The procedure was stopped for the day with no adverse events reported regarding the condition of the patient post procedure. There are no plans to conduct the procedure at a later date. The target lesion was a paraophthalmic aneurysm with the prowler positioned to the distal internal carotid artery (ica). A prior to advancement of the enterprise into the prowler, it was prepped with the introducer fully seated in the prowler hub (hubbed out) and the rhv locked down. A constant flush was maintained at all times through all the systems. Other than the reported event, after removal from the patient, no other damages were noticed on the microcatheter, delivery system, or stent (if known). One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire was received inserted in the introducer tube. No damage was noted with unaided visual inspection. The introducer tube was kinked at 15 cm from distal end. The stent was received inside of a small plastic bag without any damage. The delivery wire was removed from introducer tube and was inspected under a microscope and was found bent at 5 cm from distal end, it was also noted that the coil was stretched near to the area where it was bent. The stent presented no visual damage when was inspected under the microscope. The introducer tube was seated into of a lab sample microcatheter hub, it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. The delivery wire (without stent) was passed through of a lab sample microcatheter and resistance was felt just in the area that was damaged the delivery wire. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01423719. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Resistance friction of the device as packaged with the stent could not be evaluated since the stent was received deployed. Resistance inserting the delivery wire was confirmed with functional testing and may be due to the damaged condition of the returned delivery wire. Damage to the delivery wire was confirmed. Additionally, damage to the introducer was noted. The timing of the damage as related to the insertion difficulty cannot be determined. Deployment of the stent was confirmed; however, the reported stent damage was not confirmed; there were no anomalies observed with microscopic examination of the stent. With analysis of the concomitant microcatheter, resistance with insertion of the enterprise was encountered at kinked areas of the microcatheter. It is possible that procedural factors contributed to the event; however, based on the reported information and the analysis, no conclusion can be made. The root cause of the reported events cannot be determined; with review of the device history records and analysis, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire was inserted in the introducer tube, at naked eye no visual damage was noted on it. The introducer tube was kinked at 15cm from distal end. The stent was received inside of a small plastic bag without any damage. The delivery wire was removed from introducer tube and was inspected under a microscope and was found bent at 5cm from distal end, also were noted that the coil was stretched near to the area where was bent. The stent presented no visual damage when was inspected under the microscope. The introducer tube was seated into of a lab sample microcatheter hub, it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. The delivery wire (without stent) was passed through of a lab sample microcatheter and resistance was felt just in the area that was damaged the delivery wire. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423719. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as 'stent- deployment difficulty-premature/in microcatheter hub' was confirmed since the stent was received deployed, but it not appears to be manufacturing related of the product, procedural factors may have contributed to this event. The failure stent damaged was not confirmed since no anomaly was observed when the stent was inspected under the microscope. The introducer tube- kinked/bent was confirmed during visual analysis; procedural factors may have contributed to this event. The failure delivery wire- resistance/friction was confirmed during functional analysis, however could be related to damage that was found in the delivery wire. Neither the product analysis nor the DHR review suggests that the failures could be related to the manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Other than the reported event, after removal from the patient, no other damages were noticed on the microcatheter, delivery system, or stent (if known). There are no plans to conduct the procedure at a later date. Prior to shipping, no other damages were noted on the enterprise delivery system (distal tip detached), stent or microcatheter. No additional information was available. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of the distal (ica) internal carotid artery of the para-ophthalmic aneurysm, the enterprise stent was advanced via the prowler select plus microcatheter (lot unknown) hub, but there was resistance, and the stent was hubbed out. Proceeded again to advance the enterprise and met the same resistance. Then, the enterprise system was removed from the patient, and noticed the stent was damaged in the (rhv) rotating haemostatic valve. At that point, the procedure was stopped and there were no adverse events. The prowler select plus was distal and in good place, and the rhv was locked down. The introducer was completely seated in the microcatheter hub. The introducer was seated correctly, and the y connector/touhy was closed to secure the enterprise introducer. The damage on the enterprise stent consisted of introducer bent and the stent was damaged. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The proximal and distal vessel diameter was within indication. The microcatheter was not re-shaped. Both devices came out of the patient without issue. The stent never made it past the hub of the mc.

Manufacturer narrative:
Lake region lot number 01423719 is cordis lot number 01423719. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423719. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.